Manufacturer narrative:
The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the suggested event occurred due to the distal cover was insufficiently attached to the subject device, which made the cover easy to come off the device. However, the subject device was not returned and the root cause could not be identified. The event can be detected and/or prevented by following the instructions for use which state: "detection method is described in 4.1 of chapter 4 in operation manual. Preventive measure is described in 3.5 of chapter 3 in operation manual." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
It was reported that the evis exera iii duodenovideoscope distal cover detached from the device, and was found in the patients mouth. The issue was observed after an endoscopic retrograde cholangiopancreatography procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm associated with this event. Related patient identifier: (B)(6).